Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one encor biopsy probe were returned for evaluation. During visual evaluation, the probe appeared clean and no other anomalies were noted on the device. It was noted that foreign material appeared on the trocar tip. An encor enspire system and in-house saline cap were used for functional testing. Upon functional testing, the probe was loaded into the driver and calibrated successfully. The probe passed in maximum vacuum test and failed in vacuum differential test. The probe was inserted into a piece of beef and around the clock sampling was performed. The probe was able to obtain 6 samples successfully. Therefore, the investigation is confirmed for the reported foreign material and identified filling issue as foreign material was found on the trocar tip and the probe fails to meet the requirement of vacuum differential test. However, the investigation is unconfirmed for the reported suction issue as the device meets the requirement of maximum vacuum test. A definitive root cause for the alleged suction issue, foreign material and identified filling issue could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 09/2021).

Event description:
It was reported that during a preparation for a breast biopsy, the device was allegedly had a suction issue. There was no patient contact.